Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving shocks from the device. The patient had several ventricular episodes stored, for which they received anti-tachycardia pacing (atp) and sometimes shocks along with the atp. The patient had a history of atrial fibrillation (af) with rapid ventricular response; therefore, it was questioned whether the atp and shocks were appropriate. Additionally, there were episodes in which atp was delivered and the rhythm accelerated. Technical services (ts) discussed this with the health care professional (hcp). The device remains in service. No adverse patient effects were reported.